Event description:
It was reported that the patient presented remotely. It was noted that the implantable cardioverter defibrillator failed to transmit data. No interventions were performed. There were no patient consequences.

Event description:
New information received noted that the data transmission failed due to rf telemetry error.

Manufacturer narrative:
Correction: d6a - the implant date of the device should be (B)(6) 2016 rather than (B)(6) 2016.